Event description:
The 2 recent lap choles on done (B)(6) 2003 and the other on (B)(6) 2013 that resulted in a cystic duct leak that is suspected to be attributed to the failure of the clip applier and the clips. Clips saved from the two events show the clips open and not fully closed. Pt continued to complaint of abdominal pain, testes showed a biloma secondary to cystic duct leak. Pt has a stent placed. CT guided drainage and placement of drain. Also see (B)(4).